Manufacturer narrative:
Qc prior to the event was within the lab's established ranges but on the upper end of the range. Qc after the event was within the lab's established ranges after the system was recalibrated. The customer removed bubbles from the ratio pump and bleached the flowcell after the event occurred. A field service engineer (fse) went on-site and found that the top half of the flowcell was cloudy as well as ise reference reagent line. Fse found buildup in na port of flowcell and performed a preventive maintenance (pm), cleaning and replaced parts (k electrode and carbon bridge) and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false sodium (na) and potassium (k) and false low chloride (cl) results generated by the synchron cx9 alx clinical system on one patient sample. The sample originally had normal ise results but due to a low anion gap, the sample was rerun and the rerun gave the false results. The customer did not receive any report of death, injury or change to patient treatment attributed to or connected with this event.